Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 1/dec/2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy expired while undergoing ccpd therapy. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient expired on (B)(6) 2023 at home while sleeping. The patient¿s caregiver discovered the patient when entering his room to disconnect him from the liberty select cycler (treatment completed). Although the patient¿s passing was unexpected, the pdrn cited the patient¿s advanced age and several known cardiac comorbid conditions as the cause of death. A review of the patient¿s treatment record did not reveal any abnormalities or alarms. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy expired while undergoing ccpd therapy. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient expired on (B)(6) 2023 at home while sleeping. The patient¿s caregiver discovered the patient when entering his room to disconnect him from the liberty select cycler (treatment completed). Although the patient¿s passing was unexpected, the pdrn cited the patient¿s advanced age and several known cardiac comorbid conditions as the cause of death. A review of the patient¿s treatment record did not reveal any abnormalities or alarms. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An as received with reduced dwell simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, teach pump test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler revealed dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the available information, the patient¿s liberty select cycler can be disassociated from having a role in the patient¿s expiration. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications.

Event description:
On 1/dec/2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy expired while undergoing ccpd therapy. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient expired on (B)(6) 2023 at home while sleeping. The patient¿s caregiver discovered the patient when entering his room to disconnect him from the liberty select cycler (treatment completed). Although the patient¿s passing was unexpected, the pdrn cited the patient¿s advanced age and several known cardiac comorbid conditions as the cause of death. A review of the patient¿s treatment record did not reveal any abnormalities or alarms. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.